Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to thermally damaged u727 and u728 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. There is no indication that the damage to the electrode belt caused or contributed to the patient death. The device properly detected and alarmed for asystole which is considered a non-shockable rhythm.

Event description:
A us distributor returned electrode belt sn (B)(4) reported that the electrode belt failed functionality testing. The electrode belt was last used on a patient who passed away on (B)(6) 2015. The patient experienced asystole, which is considered a non-treatable rhythm.